Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted previously that upon interrogation, the rv lead exhibited noise over-sensing. The rv lead was explanted and replaced. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed. A full lead was returned in one-piece for analysis. Visual examination and electrical testing were normal with no anomalies found.